Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implants encroaching on the neuroforamen. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# 373339, mfd. 05/29/15, expires 2020-05, UDI (B)(4); 2nd (middle): ifuse implant, p/n 7040-90, lot# 493678, mfd. 06/07/16, expires 2021-06, UDI (B)(4); 3rd (inferior): ifuse implant, p/n 7035-90, lot# 493557, mfd. 09/08/15, expires 2020-09, UDI (B)(4).

Event description:
The patient had staged bilateral si joint arthrodesis with three implants being placed in the left side in (B)(6) 2016. The patient complained of leg pain after the procedure. The surgeon determined that the middle and caudal implants may have encroached on the neuroforamen. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the middle and caudal implants. He then added bone graft into the voids left by the explants. The most cephalad implant was left in place. The status of the patient following the revision procedure is not yet known.